Event description:
It was reported in that the patient was unable to be interrogated. They had tried all the common trouble shooting options. They had changed programming wand batteries, performed a hard reset of wand and tablet, interrogated with wired connection, and moved locations to reduce electromagnetic interference. The patient's battery was at 50-75% a few months prior. The manufacturer's battery life calculation based on available data didn't predict battery depletion. It was reported that the patient was also having an increase in seizure activity. The programming system that couldn't interrogate this patent had worked on other patient's without issue since this failure to interrogate event, ruling out programming system not working. The generator was palpable and the programming system aligned over the generator. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
They were able to later interrogate her device without issue and suspected electro magnetic interference as the cause for previous communication issues. The diagnostics of the patient's generator were ok and the generator battery was okay. They said that they didn't think the seizures were related to vns. No further relevant information has been received to date.